Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. After a 8mm x 37mm ld¿ stent was deployed to the lesion, a 8.0mmx20mmx135cm sterling¿ balloon catheter was advanced for post dilation. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. No detachment occurred and the device was removed as a whole unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. After a 8mm x 37mm ld stent was deployed to the lesion, a 8.0mmx20mmx135cm sterling balloon catheter was advanced for post dilation. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. No detachment occurred and the device was removed as a whole unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.